Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical damage. And observed, surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "rupture and capsular contracture baker grade iii." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, against the right side "replacement, due to rupture of prosthesis and capsular contracture 3". Device has been explanted.